Manufacturer narrative:
Device passed displacement, and active current measurement tests; it failed sleep measurement current, and self tests. The sleep measurement current should be 25.1 ma not 0.0550 ma. The vibrator did not vibrate when it was supposed to during the self test. Upon further review there was corrosion and even mold located at the internal battery connector on electrical board. Also the battery board has some traces of corrosion on it. A piece of the battery threads broke off. Also the thin plastic strip located above the lcd display is missing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer states the contacts on the battery cap are neither missing nor damaged. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.